Event description:
During an initial implant procedure it was reported that the suture sleeve had a loose connection to the left ventricular (lv) lead causing the lead body to move within the suture sleeve. The lv lead dislodged due to this anomaly. The dislodgement was discovered via a chest x-ray. The lv lead was not used and a new lead was successfully implanted on (B)(6) 2022. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events were lead dislodgement and loose connection with the suture sleeve. As received, a complete lead was returned in one piece. The reported event of loose connection with the suture sleeve was not confirmed. Visual inspection of the suture sleeve did not find any anomalies. The inner diameter of the suture sleeve and inner diameter to the groove were measured to be within specification. Visual examination of the lead did not find any anomalies except for procedural damage. The s-curve height was measured within specification.